Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. A review of the pump history indicates that on (B)(6) 2014 at 0914, line b was programmed to delivery an unspecified medication in the piggyback mode, at a rate of 100 ml/hr, with a vtbi (volume to be infused) of 95 ml, for a duration of 57 minutes, and the delivery was started. At 0915, the pump alarmed n231 (prox air b), the pump was backprimed, and line b was restarted in piggyback mode. At 1027, the delivery switched to delivery an unspecified medication on line a at a rate of 25 ml/hr, with a vtbi of 120.5 ml, for a duration of 4 hours and 50 minutes. At 1028, line b was programmed in concurrent mode to delivery an unspecified medication at a rate of 5 ml/hr with a vtbi of 88.5 ml for a duration 17 minutes and 43 seconds, and the delivery was started. At 1307, the delivery was stopped with line a vi (volume infused) of 513/3 ml and line b vi of 19.9 ml. The device was then turned off. A review of the pump history indicates that the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient possibly received more medication than intended. On an unspecified date and time, line a of the device was programmed to deliver an unspecified volume of saline solution at a rate of 25 ml/hr. Line b of the device was programmed to deliver an unspecified pain medication, at a rate of 5 ml/hr, with a vtbi (volume to be infused) of 100 ml. After an unspecified length of time, it was reported that 20 ml was delivered; however, it was reported that the solution container was empty instead of an expected 80 ml. No specific event details were provided. The customer contact reported that there were no adverse patient effects. No medical interventions were required. The customer contact reported that the patient passed away on 10/31/2014. The physician reported the patient death was not related to the reported device event. No additional information was provided.